Event description:
Reporter alleged discrepant back-to-back blood glucose results of 29 mg/dl, 443 mg/dl, 416 mg/dl, and 445 mg/dl when each test was performed within 10 minutes of the previous test on the compact plus system. The location in which the testing was performed was not provided. The customer took no action as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement was sent.